Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that the patient suffered severe pain, disability, physical impairment, disfigurement, aggravation of a pre-existing condition and excessive levels of chromium and cobalt. Doi: (B)(6) 2009, dor: none reported (left hip). The patient is a resident of (B)(6).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. Device history lot : null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update ad 3 may 2018: asr medical records and sticker sheet received. After review of medical records for MDR reportability, patient was revised to address failed left hip replacement related to metallosis. Operative notes stated that there was a significant metallosis changes inside the acetabulum affecting the bursal tissue down to the synovial lining. Added complaint information. Doi: (B)(6) 2009; dor: (B)(6) 2017; left hip.